Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and foreign material was found on the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.

Event description:
It was reported that the device had silicone adhesive dripped over the side of the pacemaker shell between the header and the casing in three places. The device was not used. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had silicone adhesive dripped on the side of the pacemaker shell between the header and the casing in 3 places. The implant was not attempted. No patient complications have been reported as a result of this event.